Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump was dropped, and the touchscreen was now shattered and no longer functional. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.